Event description:
It was reported that the core wire would not recoil and kinked. A left atrial appendage closure procedure was being performed and a 31mm watchman flx pro closure device and delivery system was selected for use. The 31mm watchman flx pro closure device and delivery system was inserted and advanced to the intended location. The 31mm watchman flx pro closure device and delivery system was deployed; however, the physician felt that the core wire was very stiff. When attempting to tug on it, the core wire would not recoil. The 31mm watchman flx pro closure device and delivery system was recaptured and removed without issue. The core wire was reported to be kinked. A new device was used to successfully complete the procedure.